Manufacturer narrative:
The associated orthomatch femoral mod ps implant impactor was returned for evaluation. A visual inspection the device confirmed the device has fractured into two pieces. Both pieces were returned. It revealed some damage/indention to the inside of the square boss. This indention indicates that a load or impact was introduced to an area that is not designed to be under impact and increases the potential for fracturing of the impactor bumper. The review of manufacturing records was conducted which did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery, impactor split in two. No pieces fell inside the patient. Delay of 5 minutes reported. S&n backup device available. No injury or impact to patient.